Event description:
The tps micro driver was sent in for eval because it was running in safe mode. No further info was provided.

Manufacturer narrative:
The device was received for eval; add'l info will be submitted once the quality investigation is completed.